Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1211608) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female pt, weighing (B)(6), underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the femoral head, via a 7f sheath (unk model) in the right common femoral artery. A pre-procedure femoral angiogram showed nominal amount of pvd/calcium present in the vicinity of the access site, and the vessel to be approximately 6 mm in size. Pre-procedure the pt was anti-coagulated with aspirin and 7,000 units of heparin. Following the procedure, the physician who is in training, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the device was prepped and deployed according to the IFU. Post device removal the clinical specialist instructed the physician to hold the site for 5 minutes due to 3 sheath exchanged, 7,000 units of heparin, and having a 7f sheath in place. During the initial 5 minute hold, the physician began massaging the site, and the clinical specialist instructed the physician not to do that, as it could potentially dislodge the sealant. After the 5 minutes of pressure, the physician squeezed the site, and the site began to ooze. The physician continued to squeeze and compress the site for an additional 5 minutes. The drape was removed and a low inferior hematoma approximately 8 cm had developed at the site. Pressure was then held for 10 minutes, while the pt recovered from anesthesia, once the pt was awake a femostop was applied. The physician understood the hematoma likely developed from massaging the site and potentially dislodging the sealant.